Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues.